Event description:
It was reported that "readmitted on (B)(6) 2024 with large retroperitoneal bleed. Open repair of right external iliac artery pseudo on (B)(6)" additional information has been requested from the account.

Manufacturer narrative:
Qn# (B)(4). Full UDI is not available as the correct lot# was not provided by the customer.

Event description:
It was reported that "readmitted on (B)(6) 2024 with large retroperitoneal bleed. Open repair of right external iliac artery pseudo on (B)(6) additional information has been requested from the account.

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review could not be performed, as the correct lot number was not reported. Case details were reviewed. Following a tavr procedure, an 18f manta was deployed for closure. Seven days post-procedure the patient experienced a large retroperitoneal bleed. The patient was readmitted and transferred to surgery for an open repair of the right external iliac pseudoaneurysm. The patient outcome post-procedure was fine. Without the device to evaluate, the probable root cause of the retroperitoneal bleed could not be determined from the available information. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.